Manufacturer narrative:
.

Event description:
Dealer advised end user stated joystick will speed up by itself and speed lights will go up by itself, when turned on speed would be higher then when turned off originally. End user advised this never happened before joystick was changed from original order 861063901, spoke with tech. No injury. Dealer could not provide any further information. Syl7942